Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing verified the door latches and door switch adjustments. Found rotor not parking in home position. Checked and cleaned home sensor, invalidate home and home all axis. Power cycle system, cycle door and rotor, verify homing. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging system door was not closing all the way. There was no patient present when this issue was identified.